Event description:
It was reported to philips that the device showed no waveform during testing. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty measurement connector module (ECG block connector). The fse replaced the measurement connector module (ECG block connector). The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips that the device showed no waveform during testing. There was no patient involvement.